Event description:
The trial patient reported he has a "white" substance at the beginning of stream/flow. The patient also stated he felt he was emptying better before evaluation. The patient also mentioned catheterizing 1x per day. The patient would be seeing the doctor tomorrow. The issue was not resolve at the time of this call. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.